Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 7.0 mmol/l and 23.0 mmol/l. No adverse event was reported. The lot number was not provided. No product is expected to be returned for product evaluation.